Event description:
On (B)(6), 2010, a doctor reported to sybron implant solutions that an endopore abutment screw fractured.

Event description:
Customer reportedly received results of 28.1 mmol/l and 8.1 mmol/l within 10 minutes on the mobile system. Insulin was administered based on lower device result. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).